Manufacturer narrative:
The following insulin pump damage was noted: cracked end cap, cracked case at display window corner, reservoir tube lip and minor scratched display window. Unable to perform the displacement test due to cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged when the customer fell from the ladder. It was reported the device was completely cracked and was holding the parts with tape. The customer¿s blood glucose level was 16.6 mmol/l at the time of the incident. The customer was advised insulin pump will be replaced. The device was returned for analysis.